Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with unspecified levels of ketones. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.